Event description:
According to the info received, the pt had two aortic connectors implanted; however, the pt "coded" on the fourth postoperative day. Angiogram revealed one graft was occluded and reoperation was performed. No additional info was received.